Manufacturer narrative:
(B)(6).

Event description:
Reporter stated the customer experienced severe hypoglycemia that required medical treatment. The time and date had reset on the infusion device; therefore, the incorrect basal rate was being delivered. The customer's blood glucose was 2.1 mmol/l, he "passed out," and his parents delivered glucagon as treatment. The paramedics were called, and his blood glucose upon arrival was 19.1 mmol/l. He was not transported to the hospital and had a "good recovery." The alleged product was requested for evaluation.